Manufacturer narrative:
This report is associated with argus case (B)(4), corega. Corega is marketed as super poligrip in the us.

Event description:
Intoxication. Accidental exposure to product by child [accidental device ingestion by a child]. Case description: this case was reported by a consumer via call center representative and described the occurrence of intoxication in a (B)(6) female patient who accidentally received gsk denture adhesive (formulation unknown) (corega) oral powder for product used for unknown indication. On an unknown date, the patient started corega. On an unknown date, not applicable after starting corega, the patient experienced intoxication (serious criteria hospitalization and gsk medically significant) and accidental device ingestion by a child (serious criteria hospitalization, gsk medically significant and life threatening). The patient was treated with gastric lavage. On an unknown date, the outcome of the intoxication and accidental device ingestion by a child were recovered/resolved. It was unknown if the reporter considered the intoxication and accidental device ingestion by a child to be related to corega. Additional information: this report refers to a (B)(6) female consumer. The reporter stated that when she was (B)(6), she swallowed the whole content of a unit of corega powder (did not specified) and suffered an intoxication. Due to this, she was hospitalized and it was performed a gastric lavage. The reporter did not give us any detail contact of her physician.